Event description:
Customer was admitted to hosp for high blood glucose, vomiting and diabetic ketoacidosis. Customer delivered 10 units and blood glucose still high. Troubleshooting performed and pump was functionally tested and performed normally.